Event description:
It was reported that the patient presented to the hospital with multiple low flow alarms in the setting of ventricular tachycardia (vt). No further alarms since the vt has stopped. The patient's modular cable was noted to be significantly deteriorated with rubber coating essentially absent. One spot had visible wires that had patient covered with electrical tape. The patient expressed concern that the pump stopped during these episodes. On initial interrogation, it did not appear to be the case. The modular cable was exchanged. The log files did not contain any evidence that the modular cable damage interfered with pump operation. The log file did not contain any pump stops or speed drops below the low-speed limit. The data contained low flow events on 19sep2025. There were also several low flow flags which did not persist long enough to trigger low flow alarms. These occurred when the pulsatility index (pi) was elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported damage of the modular cable could not be confirmed as no photos were submitted for review, and no product was returned. A specific cause of the reported damage could not be determined through this evaluation. The submitted controller event log files captured events from (B)(6) 2025 through (B)(6) 2025, no notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2025 when the patient ultimately expired. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revisions of the IFU and patient handbook can also be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced and it provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.